Manufacturer narrative:
(B)(4). H6: health effect - clinical code - f1005 overdose diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b(6) 2023. On (B)(6) 2023, the patient and their wife were at a friends house during vacation. The patient stated they "blacked out" in the living room for a couple of minutes. It was reported that his tandem pump administered insulin which caused him to black out; however, he was unable to provide the cgm value during the time the insulin was administered and no bg was taken. While the patient was unconscious, their friend who is a nurse immediately provided the patient with soda and teh patient gradually recovered. When the patient was stable, they took a bg and it was 55 mg/dl while the cgm was 210 mg/dl. At the time of the report, the patient was feeling normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.